Event description:
It was reported that the ilet user experienced difficulty with the caulking mechanism of the infusion set inserter, where two insets could not be pulled back and locked into place, and the agent planned to provide goodwill replacement insets. No reported symptoms. Outcomes included no alerts, no alarms, and no medical interventions. Investigation included troubleshooting and user education on proper infusion set deployment and connector attachment. Investigation of this case revealed an infusion set deployment issue consistent with an inserter mechanism that did not lock as intended; no device alarms were triggered, and no additional device components were implicated. It was concluded, based on previously established findings for similar reports, that the cause was user technique or handling during inserter operation.